Manufacturer narrative:
The affected device was made available for the investigation. The analysis of the device and the log file could confirm a failure of the cockpit. The ongoing ventilation was not affected by the cockpit failure. A faulty basis board was identified as the cause of the failure. The faulty basis board was already replaced by dräger service. As a safety feature of the system, the safety software analyses and verifies the proper functioning of the device. If the safety software detects a deviation in the cockpit, a warm start of the cockpit is triggered to bring the microprocessor system into a specified state. Ventilation is not affected by a warm start of the cockpit. Safety-relevant parameters such as fio2, minute volume or airway pressure are shown on the additional yellow/green oled display, on which the user can follow the ongoing ventilation. Once the warm start has been successfully completed, the system issues the alarm message "cockpit restarted" with an accompanying acoustic alarm tone to warn the user. A warm start sequence of the cockpit can take 45 seconds. If it takes longer, the warm start procedure is repeated automatically. After three unsuccessful attempts, the workstation cancels the cockpit restart with an accompanying audible alarm. The device reacted to the cockpit failure as specified and issued accompanying alarms to inform the user of the event. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during operation while ventilating a patient. The screen went dark, and the emergency alarm sounded. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during operation while ventilating a patient. The screen went dark, and the emergency alarm sounded. No health consequences for the patient were reported.